Event description:
This report is 2 of 2 for the cusa clarity handpiece (c7036) used with the cusa console submitted under mfg report number 3006697299-2024-00171: a distributor reported that during surgery the screen of the cusa clarity console turns off and sometimes the power cuts. After a period of normal operation, the device starts to exhibit the same symptoms. There were no abnormalities noted during the test and the device operated normally in the hospital for around 2 months. It is suspected that some external factors are taking place in the operating room (or), and which are causing this phenomenon. There was no patient death, but the surgeon was not satisfied with the surgery outcome and encountered severe bleeding. Additionally, the surgery was completed with manual excision of tumor with standard surgical instruments and there was increased surgical time more than 30 minutes. Additional information received indicating the following: "we attempted to start the device twice and on two different days without success. On the second attempt, we even moved the console out of the operating room floor to make sure it is not subject to the same potential interference or potentially unidentified magnetic field since this is still a complete mystery. In both attempts, the device could not start. Kindly let me know what we can do knowing that the device was sent to you and was very thoroughly tested, and the problem did not appear during the testing."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: g3, g6, h2, h11 additional information received on 9 december 2024 as follows: there was no major consequences to the patient. Bleeding was controlled with hemostatic agents.

Event description:
N/a